Event description:
Alleged event reported as follows: a severely calcified vessel, angioplasty, and angiography performed with gps catheter as intended, guidewire could not cross the calcified lesion, kinked and looped; user tried to pull back kinked/looped guidewire through the gps catheter, guidewire gut stuck at tip entry and broke off. The head of the department joined the procedure and stated that it does not look like a gps device failure, it is a user issue. A physician must not pull back a kinked or loop wire, a wire has to be straightened out, the gps was pulled back and out, followed by the remaining guidewire. The procedure was delayed by approx. 5 minutes. A new guidewire was inserted and a new gps catheter was used and performed as intended with no issues. The head of the department also mentioned that the guidewire tip will do no harm and not effect any further treatment options. The pt's condition is reported as fine.

Manufacturer narrative:
The device sample has not yet been returned to the MFR at the time of this report. The MFR will continue to monitor and trend related complaints.